Event description:
New information received notes that the lead was explanted.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow-up, the lead was diagnostically imaged prophylactically, externalized conductors were observed. No electrical anomalies were detected. Patient will be monitored.

Manufacturer narrative:
A partial lead with the lead tip measuring 48.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.6-14.3cm from the electrode tip. The etfe coating was intact at this location.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.